Manufacturer narrative:
Returned for assessment was a rita 1500x rfa unit, serial number (B)(4). The unit was received in good physical condition. Functional testing was performed on the returned unit. No issues or defects were found. The generator functioned as intended. All power output levels were within specifications. The unit met all acceptance criteria. The customer's reported complaint description of a patient with a pad burn was confirmed based on information provided by the treating physician. It was not reported that the patient needed any further medical treatment or suffered any lasting harm or injury due to this event. Although the complaint is confirmed a root cause for the event cannot be determined. There were no reports of a generator malfunction during the procedure and the 1500x rf generator functioned as intended during testing. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied to the user with this unit contains the following warnings and precautions: "if the rf generator shuts down for a thermopad over temperature error or if the generator is shut off or rebooted for any reason, the thermopads must be replaced and moved at least 4cm from their original location. The use and proper placement of a dispersive electrode is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns. Follow directions and recommended practices for the preparation, placement, surveillance, removal and use of any dispersive electrode used with this rf generator in accordance with your facility's standard operating procedure, the dispersive electrode's instruction for use, and aami standards. Patients with peripheral vascular deficiency are at increased risk of thermal injury from dispersive electrodes. Patients with frail skin are at increased risk of skin damage from the adhesive on the dispersive pads". The disposable devices used during this procedure were not returned for evaluation, however, a review of the DHR for the provided lot numbers was performed. The review confirmed that the unit met all material, assembly, and performance specifications. The instruction for use, which is supplied to the user with the disposable devices, contains the following statements: avoid pad placement over scars, bony prominences, metal prostheses, or ECG electrodes. Avoid placement of a metal object (i.e. A metal prosthesis) in the path between the active electrode and the dispersive electrodes as it could heat up. Patients with peripheral vascular deficiency are at increased risk of thermal injury from dispersive electrodes. Patients with frail skin are at increased risk of skin damage from the adhesive on the dispersive pads. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the rita 1500x rfa unit laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on february 16, 2017: the procedure was successfully completed with no report of patient complication or device malfunction. Post procedure, it was noted the patient had experienced pad burns. The patient was treated for the pad burns. No additional hospitalization was required. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.